Event description:
Report received of an adverse patient event while the device was in use. The patient was admitted to the hospital in 4/1999 for an unspecified surgery. The patient was receiving pain management therapy post-operatively via both oral and IV pca routes. The patient was also receiving sedation medication. It was reported that 2 days later, the patient "became overdose on narcotic and other pain/sedative medications to the point that at 18:43 pt was noted to be very drowsy with poor appetite and doing poorly with inspiratiory spirometry. At 20:05, pt was found unresponsive with very low oxygen. The patient had suffered respiratory depression and/or respiratory arrest. As a result of such depression, the patient has suffered lung, cardiac, neurological and other injuries." The pump settings are not known. There was no further event information available.